Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration of cable unit, error code e228 is displayed and due to deterioration of plug unit, the video connector rattles. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject exhibited error e228 and video connector rattling. There was no patient involvement.